Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead had apparent damage and exhibited undersensing, polarity switch, and twitching at the implant site due to asynchronous pacing. The lead was reprogrammed and scheduled for revision. No further patient complications have been reported as a result of this event.